Manufacturer narrative:
On (B)(6) 2004 initial report sent to FDA. Uss reference#: (B)(4). This complaint was re-evaluated and determined to be a malfunction. The lot number of this instrument was included in the voluntary recall issued on may 5, 2004. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did cycle properly which indicates the torsion spring was properly assembled. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue. The device was received in quality assurance and a visual examination was performed. It was noted that the instrument was returned with a full complement of staples. The device was functionally evaluated. Although the device eventually did fire properly, the handle did not return to the home position after clamping. The reported condition is confirmed. The failure mode of the unit not producing staples on the second handle squeeze has proven to be the result of several factors happening simultaneously. It has only been duplicated when the handle is returned to the original "home" position very slowly, when the left tab frame height is out of specification and when the user has not identified that the trigger is in the fully locked position will be readily apparent to the user when the handle does not remain in the locked back and "fired" position on the second squeeze per the IFU. The IFU advises the user "to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position". The IFU also visually illustrates the "fired position" to the suer. Since the handle did not lock in the back and "fired" position per the IFU, the user did not fire the instrument. Corrective action has been implemented to correct this condition. See scanned page.

Event description:
Reportedly, the instrument would not fire. Procedure: cholecystectomy. Pt sex: unk.